Event description:
Allegations of breast pain and disfigurement due to encapsulation, aching of right shoulder, rashes over arms, back and face, fatigue, night sweats, dizziness, postive ana, positive rheumatoid factor, massive leakage/bleed of silicone gel, breast hypertrophy with ptosis.